Event description:
A surgeon reported that the knife blade was not sharp and "skid over while attempting an incision'. A new knife was used to complete the incision and no pt impact, injury or delay was reported. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).